Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, a longevity estimate anomaly was observed in march 2016. It was likely due to an overestimate of the remaining longevity due to the inclusion of the duration of the mid-life plateau.